Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of early battery depletion was confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Analysis of the device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. An anomalous integrated circuit was found to be the cause of the high current drain and premature battery depletion.